Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed a deep gouge on the side of the device. Also there are scratches on the device. The device shows signs of wear. The clinical/medical investigation concluded that, a review of the product evaluation from 6-1-2023, concluded the explanted patella showed signs of wear. The reported wear could be attributed to the loosening of the implant; however, a definitive root cause of the reported loosening cannot be concluded based on the limited clinical information provided. Therefore, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, after a tka was performed on (B)(6) 2021, the patient experienced loosening of the patella leading to a revision surgery on (B)(6) 2023 in which the gen ii 7.5mm resur pat 35mm was explanted. The current state of health of the patient is unknown.